Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The ipg revealed no anomalies. Sc-8216-70 (sn (B)(4)) device evaluation indicated that the lead passed photographic imaging test performed. The lead body was cut, and only two proximal ends were returned. No found anomalies on the proximal ends. The damage was a result of a typical explant procedure, and it was not considered a failure.

Event description:
A report was received that the patient was having pocket pain with occasional swelling. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was having pocket pain with occasional swelling. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was having pocket pain with occasional swelling. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was having pocket pain with occasional swelling. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No further information is available regarding the explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.